Manufacturer narrative:
Follow up 27-jul-2016: quality-safety evaluation of ptc (updated) ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. As no medical events were reported at this point in time, the assessment of a relationship with a quality defect is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-jul-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after an imagining test the essure appeared to have split into two pieces. At hsg the outer coil appeared abnormally stretched and the proximal marker of the outer coil was seen lying towards cervical os, this raised the possibility of device fracture. This event was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. In this particular case, minimal information was provided. Although the device fracture/breakage was not confirmed at the time of this report and its exact mechanism was not informed, considering its nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected.

Manufacturer narrative:
Follow-up information received on 23-jun-216: despite follow-up attempts, no response was given to date. Case closed. Correction after internal review on 23-jun-2016: device similar case listing appended. Follow-up received on 05-jul-2016 from physician: they have had a patient who has an essure in place. Radiologist performed hysterosalpingogram (hsg) and the fallopian tubes appear occluded; however the radiologist said they see what appears to be a crack or split in the essure on the hsg. Physician would like to know whether it is safe to stop other forms of contraception in this patient. Follow up information (device breakage questionnaire) was received on 07-jul-2016 from physician: the diagnosis of breakage was made via ultrasound and x-ray. The physician reported the instructions for use of essure device were not properly followed but no details were provided. The hsg results showed unusual appearances on the right device. The inner coil appeared satisfactorily located with the left than 50% protruding into the uterine cavity. The outer coil appeared abnormally stretched and the proximal marker of the outer coil is seen lying towards the end of cervical os. This raises the possibility of device fracture. The left side appeared satisfactorily located. On pressure injection no contrast was demonstrated in either fallopian tube and both devices moved congruently. Another contraceptive method was recommended. At the reporting time, the devices were not removed. The patient had no injuries. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-jul-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after an imagining test the essure appeared to have split into two pieces. At hsg the outer coil appeared abnormally stretched and the proximal marker of the outer coil was seen lying towards cervical os, this raised the possibility of device fracture. This event is unlisted according to essure reference safety information. In this particular case, minimal information was provided. Although the device fracture/breakage was not confirmed at the time of this report and its exact mechanism was not informed, considering its nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to product technical complaint, no product was returned, therefore quality defect or device malfunction could not be confirmed.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 21-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Reporter stated that there was an essure that appeared to have split into two pieces. Reporter has scans from radiologist and would like to discuss about that. Follow up information received on 25-apr-2016: (B)(4). Follow-up information received on 26-apr-2016: no new information. Quality safety evaluation received on 16-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after an imagining test the essure appeared to have split into two pieces. This event, regarded as a suspicion of device breakage, is unlisted according to essure reference safety information. In this particular case, minimal information was provided. Although the exact mechanism of the reported device breakage was not informed, considering event's nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to product technical complaint, no product was returned, therefore quality defect or device malfunction could not be confirmed. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.